Manufacturer narrative:
No patient information provided after calls to customer 04/27/21, 04/28/21, and 04/30/21.

Event description:
The hospital reported an internal an error that results in a loss of mechanical ventilation. There was no report of patient involvement.